Event description:
It was reported that a physician was attempting to use a 2.25mm diameter x 12mm length resolute integrity drug eluting stent to treat a lesion with low calcification in a patient. It was reported that when the physician was deploying the stent it was noted that the balloon of the device was punctured and that this occurred on the first inflation and the pressure that was applied on the balloon was between 8-10atms for 4-5 secs. The lesion being treated was in the diagonal artery and after that the artery was closed (timi 0). After the issue, nitro-glycerine was injected and the lesion was post-dilated with a non mdt nc balloon. After the procedure, the patient was stable. No other clinical sequelae were reported. Cine image review: the images confirm the presence of the lesion in the diagonal. The lesion appears to have been direct stented. There was no evidence of difficulties encountered during the delivery to the vessel. Images show the undeployed stent and delivery system across the target lesion. This was followed by balloon pressurization to achieve stent deployment. The images of the inflated balloon show an air pocket in the distal cone of the balloon. This suggests that air may have been present with in the balloon. The images also appear to show the leakage of contrast proximal to the area of the proximal balloon cone. The following images confirm timi=0 flow to the distal diagonal vessel, followed immediately by images showing that flow had been restored to the vessel. 100% resolution of the stenosis was not achieved with the resolute integrity stent. The images show the delivery and inflation of an nc balloon for post dilatation of the stent. This resulted in better apposition of the stent and good vessel flow at the end of the treatment.

Manufacturer narrative:
Results: unable to determine root cause of occlusion or balloon rupture from procedural images. No results available since no evaluation was performed. Conclusion: device not returned. Unable to confirm complaint (as the device was not returned and the procedural images do not provide a clear image of a confirmed balloon leak/burst). (B)(4).